Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus)due to urethral atrophy. The physician was treating the patient's recurring incontinence and had previously revised the aus cuff. However, due to the urethral atrophy coaptation was not successful and so the device was revised. No patient complications were reported in relation to this event.